Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the guidewire was noted to be broken/fractured at 292cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while the operator tried to deliver the subject guidewire to go into the microcatheter to pass the treatment site, the operator tried to adjust the guidewire to pass however, the tip of the guidewire was found to be kinked. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the guidewire was noted to be broken/fractured at 292 cm from the proximal end. The core wire distal end was observed through the distal tip dome. The reported event of the guidewire distal end/tip kinked/bent could not be replicated however, the analysis results are consistent with the reported event and will be assigned a probable cause of handling damage. The analyzed damage of the guidewire broken/fractured during use will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) was broken/fractured during use. No clinical consequences were reported to the patient due to this event.